Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for another indication and was subsequently diagnosed with peritonitis while hospitalized. On an unreported date, the patient was treated with injection of vancomycin and injection of fortum (doses, routes, frequencies and duration not reported. Pd therapy was ongoing. The patient was recovered from the peritonitis event. On an unknown date, the patient was discharged from the hospital. No additional information is available.